Manufacturer narrative:
No product was provided for analysis as product was discarded by customer. There was no patient harm and no intervention reported. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. The instructions for use (IFU): never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. When injecting or aspirating through the sheath, use the sideport only. Avoid subjecting the device to unusual stresses. When assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Based on the investigation, a CAPA is not required. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
We have been notified of a complaint involving an oscor 23 fr introducer (material #0052-3006, lot # c1-19947). During impella 5.5 implant, the introducer cracked and began leaking. The introducer was replaced and the subsequent impella 5.5 implant was successful. There was no patient harm and no intervention. Additional devices used during the procedure include impella 5.5 pump, (B)(6), lot # 2022043492, product number 0550-0008. There was minimal delay. Swapped introducer and implant was subsequently successful. Standard technique used for insertion. Additional information received 09/14/2023. The impella 5.5 pump was the only device inserted through the sheath at the time of the event. The procedure was completed with model number and lot number 0052-3006, c1-19943. No issue reported regarding patients' anatomy. Product was discarded; therefore, will not be returned.